Event description:
It was reported that during lead replacement on (B)(6) 2025 [related manufacturer reference number: 3006705815-2026-01517], it was found that patients ipg had flipped in the pocket and patients leads had migrated and were intertwined. As a result, patients system was explanted and replaced, and the new ipg was sutured down to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.